Manufacturer narrative:
Patient weight was not provided. Approximate age of device ¿ 5 years. The replaced portion of the distal percutaneous lead (lead), approximately 20 inches long, was received for evaluation. Continuity testing of the lead in its returned condition found all wires were electrically intact. A previously applied clamshell repair was present at the distal end, along with white tape around the silicone jacket from approximately 0.5 to 3 inches proximal to the clamshell. Removal of the tape revealed a small tear in the outer silicone jacket. Removal of the outer silicone jacket and clear bionate revealed some breakdown of the braided shield adjacent to the metal connector. The underlying wires were examined under a microscope and suspended in a saline bath for hipot testing to check for current leakage. No areas of compromised wire insulation was identified. A full evaluation of the device could not be conducted as the pump and internal lead remain implanted. Review of the system controller log file found it contained approximately one month of data and showed normal pump operation until (B)(6) 2016 at 7:21am where a low speed operation and a pump stop event were captured while the pump was powered by the power module. No other atypical events were captured. Four x-ray images were submitted for review. One image showed an area of potential breakdown of the braided shield on a portion of the lead internal to the patient. The remaining images were unremarkable. Subsequent to the percutaneous lead replacement, the patient remains ongoing on vad support and no further events have been reported. A review of the device history records showed no deviations from manufacturing or qa specifications. No additional information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during review of the system controller log file the vad coordinator observed a low speed operation advisory alarm and pump stop. The patient was asymptomatic at the time of the event. The manufacturer's technical services representative reviewed the system controller data log file and confirmed one pump stop occurred while the patient was connected to the power module via the patient cable. This type of behavior has been linked to potential issues with the percutaneous lead. X-ray images of the percutaneous lead showed an area of concern internal to the patient. The patient''s physicians requested an external percutaneous lead replacement be performed as they wanted to exhaust all options before making a decision regarding a pump exchange. On 02/14/2016 the manufacturer's technical services replaced the full external portion of the percutaneous lead starting a couple of inches from the skin exit site. As of (B)(6) 2016 no further alarms had occurred.